Event description:
It was reported a revision surgery was performed due to bone loss around the greater trochanter and behind the cup. Surgeon thought cup and stem might be loose due to osteolysis. Surgeon opened the hip and removed head and liner. He inspected the stem and cup and decided because stem and cup were well fixed to only change liner and head. The hood of liner had some minor wear on it according to surgeon. Part and lot numbers could not be identified.

Manufacturer narrative:
The associated complaint device was not returned. A clinical analysis indicated that the reported osteolysis was likely secondary to the presence of periprosthetic wear particles over the length of time in-situ and subsequent resorptive response to the left tha, as it was reported that there was "minor wear" on the hood of liner. This reaction would not be considered an unexpected event after approximately 18 years in-vivo. The patient is not suspected to have a long term impact beyond the recovery of the revision itself of the left liner and head. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.